Event description:
Consumer reported after he finished his injection using pen needle, needle broke off in abdomen. Consumer went to ER where ultra-sound and x-rays were done. The following day consumer was examined by his surgeon who suggested no surgery should be done to remove broken needle.

Manufacturer narrative:
Issue: needle breakoff. Eval summary: customer returned (4) sealed 5mm, 31g pen needles from lot # 9163433. Customer states that the needle broke off after he completed his injection. All returned pen needles were examined and no bent, broken, or detached np or IV end of the cannula was observed. Although based on receipt of this complaint we acknowledge that the customer has had an issue with this particular product. This complaint is not confirmed based on the results achieved from the returned samples. The sample involved in the incident ws not returned by the customer. Complaint history check was performed and as of (3/7/2013) this is the 1st complaint against lot number 9163433 for this issues. Info will be captured on trend reports and monitored monthly. Device history review was conducted and no anomalies noted.